Event description:
It was reported that a preloaded monofocal intraocular lens (iol) cartridge cracked after the insertion. The lens was fully inserted. Through follow up, it was learned that the tip of the cartridge was cracked along the length that the cartridge. The lens itself was intact; therefore, the lens was fully inserted. The patient was not harmed. There was no medical/surgical intervention required. No other information was provided.

Manufacturer narrative:
Section a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1 telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.